Manufacturer narrative:
This report is in response to mw5089866 and mw5089422. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported via sus voluntary event report unknown side pain, difficulty breathing, pain sleeping on side, rupture and silicone gel escaped resulting in a small amount of "microscopic sized" silicone still in their body. Patient also reported muscle spasms; this event is not device related. Device has been explanted.